Event description:
It was reported that the pt underwent pelvic surgery in 2004. Post-op, the pt experienced mesh exposure at the left apex measuring 0.5cm. As a result a resection of the mesh and a revision of vaginal cuff was performed.